Event description:
It was reported that the user experienced a severe hypoglycemic event after a late lunch, subsequent correction doses, and a dinner announcement in close succession, and requested review of insulin delivery behavior and how to verify on/off status. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral carbohydrate and subsequent glucose recovery with upward trend. Investigation included review of synced mobile app data, recent deliveries, trends, insulin-on-board, and algorithm step history to verify suspension during the low and gradual resumption of delivery. Investigation of this case revealed that the system suspended insulin in response to a rapid glucose decline and remained suspended through the low, with the event likely associated with insulin stacking; device performance was consistent with expected algorithm behavior and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and insulin stacking guidance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.